Event description:
Physician stated that the tube from the feeding pump may have been pulled out of the pump by the pt or the nurse when the nurse turned the pt over and all the formula got into the pts stomach (about 500cc) physician stated that the pt was ok, but was burping and nauseous. The director of nursing at the facility stated that the investigation results are that the pt tampered with and removed the tubing from the pump. The director of nursing stated that there was no harm to the pt.

Manufacturer narrative:
Device was not returned for evaluation. Per the user facility, the device worked fine.